Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter was giving the error 2 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B) (6) 2010 at 12:30 pm, the patient obtained the error 2 error message on the reporter meter; she was unable to obtain a blood glucose reading. This was a new, out-of-the-box meter. The patient did not take any actions due to the meter issue. Two hours later, the patient experienced the symptom of being tired. The patient went to the urgent care clinic, where her blood glucose level was tested to be 330 mg/dl. The patient was treated with five units insulin. Troubleshooting revealed the patient's testing technique was incorrect, and the meter was not programmed for the correct calibration code number for the test stirps in use. The issue was resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient was incorrectly applying the blood sample to the test strip, which can cause error messages. The patient allegedly became hyperglycemic after she was unable to test her blood glucose level due to the reported meter issue, and received treatment with insulin. Therefore, this complaint is being reported.